Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one segment of digital video depicting a powerloc safety infusion set. The depicted portion of the device included the needle, needle housing and a portion of extension tubing. No obvious usage residues were observed and the needle cover was in place over the needle shaft. The video exhibited the device being flushed with clear fluid. Infusate was visible emanating from the tip of the needle. Infusate was also visible emanating from within the needle housing, suggesting a leak at the extension tubing/needle joint. Leakage was confirmed in the submitted video. The lack of both usage residues and evidence of mishandling suggested that leakage occurred either prior to device manipulation or following typical manipulation during normal device use. It appeared, therefore, that the leak was likely the result of either insufficiently applied or cured adhesive during device assembly. The device was a supplied component and product is no longer provided by the implicated supplier. A lot history review (lhr) of asdrs0172 showed three other similar product complaint(s) from this lot number.

Event description:
It's noticed that leakage during exhaustion before use on the patient. The leaking was noted at the base of the needle.